Event description:
It was reported that the seat frame that the seat sits on breaks at the weld on both sides. (B)(6) states that he was told the customer was sitting on the 65650 rollator when it broke.